Event description:
Contact reported doctor performed a revision procedure for a c5-6 non-union/hardware failure of an acp construct. The screws at c 5 were 3-4mm proud of the plate and the plate was also elevated anteriorly off of the vertebra at c5. Surgeon revised with posterior fixation and the eagle acp plate and screws were not revised or altered during the procedure. As surgical intervention occurred an MDR is being filed.

Manufacturer narrative:
Device remains in the body. The surgeon reported a non-union and noted that two screws had backed out and the plate had pulled outward at c5. No conclusions can be made at this time: the process of screw fixation is techniques sensitive and care must be taken to ensure that the screws are properly angled and fully tightened.